Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was unable to confirm the customer's reported issue. The device passed all testing and met all manufacturer specifications. Further testing revealed a leak in the circuit.

Event description:
It was reported to vyaire that the 3100a ventilator stopped oscillating while connected to a patient. The customer stated that they tried to restart it but even with pressure in the circuit the driver would not activate. The patient was quickly removed and placed on another 3100a ventilator. The customer confirmed that there was no patient harm associated with the reported event.